Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 554 mg/dl. The customer was treated high with insulin pen. The customer had reported symptoms such as nausea. Customer¿s high blood glucose level was 529 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 554 mg/dl. The customer was assisted with troubleshooting. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer report customer does not allege pump was under delivering. Customer reports insulin exited. Customer reports multiple large air bubbles were not present. Customer stated cannula was not bent. The insulin pump will not be returned for analysis.